Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, video does not appear at startup due to printed circuit board failure. The cause of failure of this substrate could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a printed circuit board failure. A crack in the screen frame was also found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the high-definition lcd monitor, there was a no image issue, and the olympus logo was not displayed; customer added that sometimes it would be displayed when turned on and off repeatedly. The issue was found at preparation for use and there was no patient harm associated with the event.